Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information, that patient passed away due to kidney disease/toxicity, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information, that patient passed away due to kidney disease/toxicity, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed no power cord, no outlet filter, no inlet airpath assembly, no airpath foam, no detachable battery and a passive outlet port. The vent was let run for 205 minutes with no alarming. No foreign particles were observed in the outlet filter. The vent was bench tested which showed the clock setting, the internal battery build date, the run-in time, the blower hours and several sd-card steps failed testing specs. The vent was taken apart. No contamination was observed in the blower motor nor airpath airway. No foam was returned to evaluate. Pil could not confirm the complaint of "allegation of patient death". The investigation findings did not uncover any details that would change or modify the risk of the device. This failure is covered in the stardust iii risk assessment, under hazard tag, toxic01. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the trilogy series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2200179 v42(trilogy risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ allergy01, toxic01 reflect the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.